Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the device history records was performed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications.

Event description:
As reported on (B)(6) 2016, a patient of unknown age and gender presented for an angiographic catheter placement for a scheduled kidney stone removal procedure. During the catheter placement procedure, it was noted the tip of the angiographic catheter had fractured off inside of the patient. The treating physician determined not to remove the fractured piece at that time as the patient would be undergoing the scheduled surgery for the kidney stone removal, at which time the fractured piece would be removed. Follow up information provided reported that the fractured piece was successfully removed and discarded. It was reported the patient suffered no permanent harm or injury due to this event. It was reported the defective disposable device is not available for return to the manufacturer for evaluation as it was disposed of by the user.

Manufacturer narrative:
As the reported complaint sample was disposed of by the user and not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of a soft-vu breaking cannot be confirmed as the device was not returned for evaluation. A root cause for the event cannot be determined. A review of the lot history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the end user with this catalog number, contains a statement; "reshaping of catheter tip is not recommended. Physical damage to the catheter material can result when exposed to heat". This type of complaint will continue to be monitored for trends. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4). Device is not available for return.